Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure (batch no. 696927) inserted for female sterilisation. The patient's medical history included rash, foggy feeling in head, nickel sensitivity, pelvic pain, bloating and heavy periods. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic supracervical hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2011 as per mr diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: specimen(s): a: bilateral fallopian tubes and essure devices b: uterus final diagnosis: a: bilateral fallopian tubes, salpingectomy :bilateral fallopian tubes with small hydatid cysts and essure devices without additional pathologic abnormalities. B: morcellated 76 g uterus with - 1. No pathologic abnormalities of the endocervical canal, 2. Inactive endometrium without hyperplasia or malignancy, 3. Uterine wall with small benign leiomyoma. Gross- the specimen is received in formalin with the patient's name and proper identification labeled "bilateral fallopian tubes with essure coils". The specimen consists of two purple fallopian tubes with fimbria (6.1 x 0.6 x 0.6 cm and 3.6 x 0.6 x 0.5 cm). Also in the container are two metallic coils measuring 18.5 cm in length and ranging from 0.1 cm in thickness up to 0.2 cm in thickness. Representative sections are submitted in two cassettes b. The specimen is received in formalin with the patient's name and proper identification labeled "uterus". The specimen consists of 76 g collective weight of fragmented uterus measuring 9.1 x 6.1 x 2.5 cm in aggregate. There is a small amount of endometrium identified measuring 0.1 cm in thickness. There is a poorly demarcated area myometrial induration measuring up to 1.3 cm consistent with adenomyosis. There is a rubbery well-circumscribed leiomyoma measuring up to 0.4 cm. Representative sections submitted six cassettes. Diagnoses- urine retention. Most recent follow-up information incorporated above includes: on 29-jun-2020: mr received. Reporter information updated. Patient demographic information updated. Other relevant history updated. Lot number newly added. Follow up 1 and 2 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.